Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Reportedly, although flushing of the marker lumen was unsuccessful prior to use, the proglide device was inserted into the patients anatomy. It should be noted that the electronic perclose proglide instructions for use, states to not use the perclose proglide smc device or accessories if the components appear to be damaged of defective. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device with a 6f sheath after left heart catheterization with percutaneous coronary interventional procedure. Reportedly, although flushing of the marker lumen was unsuccessful prior to use, the proglide device was inserted into the patient's anatomy. No blood flow from the marker lumen was observed. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.